Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant battery was replaced on friday. The device was replaced because it stopped holding a charge. Patient thought the representative was going to provide patient with new equipment on march 6th at the follow up appointment. Patient asked if they could use the equipment, they already had from the previous ins. Reviewed. Also reviewed charging on unhealed wound is not recommended. Redirected to healthcare provider.